Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8116700, model: sc-8116-70, serial: (B)(4), batch: 127318.

Event description:
It was reported that when physician was trying to plug two tails during patients ipg revision, one of the tails had all contacts out. The physician opted to connect to an adapter and was able to regain 4 out of 8 contacts. The patient was doing well postoperatively.